Manufacturer narrative:
The reported field events of capture anomaly and high pacing lead impedance was confirmed. Final analysis found that functional testing in the laboratory replicated all reported events on the bench. The cause of the reported events was due to an anomalous integrated circuit in the hybrid. No other anomalies were found.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited high, out of range low voltage impedance and failure to capture due to a header anomaly. The ICD was explanted and replaced. The patient was stable.